Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted into the patient on (B)(6) 2010. According to the complainant, the patient experienced pain & suffering, economic damages, including medical expenses & out of pocket expenses.. The physician's office was contacted; the secretary stated the physician was no longer affiliated with the clinic and they did not have the patient's records. No further information is currently available. Should additional relevant details become available, a supplemental report will be submitted.